Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The dislodgement allegation was confirmed based on the field report and the finding of lead body curled-up from terminal to mid-section. Electrical allegations were not confirmed based on normal lead resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors. Lead passed pressure test indicating lumen is intact.

Event description:
It was reported that tis ventricular (lv) lead was explanted due to loss of capture with historically high thresholds, patient had dislodgment issues post bicycle accident. Patient was hospitalized and antibiotics were given. Follow up increased due to device. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that tis ventricular (lv) lead was explanted due to loss of capture with historically high thresholds, patient had dislodgment issues post bicycle accident. Patient was hospitalized and antibiotics were given. Follow up increased due to device. No additional adverse patient effects.